Event description:
See initial report.

Manufacturer narrative:
H 11: a device service history review was performed and revealed that no similar event was reported for this unit since its installation in 2019. Based on findings, and according to the review of previous similar events, complained issue was traced back to faulty stirrer motors. It is reasonable to assume that the stirrer motor of the cardioplegia and of the patient sides were mechanically blocked due to corroded / rusted bearing which consequently did not allow the motor shaft to rotate freely and required a pump power overload to work, leading to an overcurrent that ultimately caused electrical damage to the board. Possible causes of corrosion are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. In addition, considering that the error messages appeared after deep disinfection was carried out, and given the fact that stirrer motors are immersed in water, it cannot be ruled out that cleaning and disinfection procedures may have contributed to the failure of the component. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
There was no patient involvement. H11: livanova deutschland manufactures the heater-cooler system 3t. To solve errror pump 1 (in the patient circuit: stirring mechanism) will not start (e05), the cardioplegia pump was replaced, to solve the pump 1 is blocked or too slow (e07) the distributor board was substituted to solve the and pump 2 uses too much power (e17) the patient pump was change out. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during the pre-functional test, a heater-cooler system displayed error pump 1 (in the patient circuit: stirring mechanism) will not start (e05), pump 1 is blocked or too slow (e07) and pump 2 uses too much power (e17). There was no patient involvement.